Event description:
This supplemental report is being filed to correct data that was submitted in the previous report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode, resulting in a fall and head injury. The patient was subsequently hospitalized and intubated. Review showed loss of capture, high out of range pacing impedances, high thresholds, myopotential oversensing resulting in asystole, and oversensing of the minute ventilation (mv) feature signal. The pacemaker was reprogrammed and the patient was discharged from the hospital with a plan to follow up as an outpatient. At this time, this pacemaker and the non-boston scientific right atrial and right ventricular leads remain in service. No additional adverse patient effects were reported.